Event description:
It was reported that the patient had a fall at home on the morning of (B)(6) 2022. The patient hit their left temple on a piece of furniture which caused a forehead laceration. The patient initially did not notify anyone of the fall, but was taken to the hospital several hours later at around 5:00 after they developed a headache. During the computerized tomography (CT) scan the patient started vomiting and became unresponsive. Patient was intubated and the CT results showed acute subarachnoid hemorrhage extending along the basilar cisterns and fourth ventricle. The patient had a ventriculostomy drain placed the morning of (B)(6) 2022. Roughly around 7:30 on (B)(6) 2022 the patient went into sustained ventricular tachycardia and after a lidocaine bolus their blood pressure dropped to the 30's. The patient was made a do not resuscitate and their pump was turned off at 8:10 and the patient expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. "Introduction," lists bleeding and death as adverse events which may be associated with the use of heartmate 3 lvas. Although it is unknown if the reported cardiac arrhythmia was determined to be device or therapy-related, arrhythmia is also listed as a potential adverse event. ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists arrhythmia as a potential late post-implant complication. No further information was provided. The manufacturer is closing the file on this event.